Manufacturer narrative:
Patient city: (B)(4). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that, the patient was taken to the emergency room on (B)(6) 2020 with chest pain, high blood sugar and high blood pressure. At the time of hospitalization the blood glucose was 525, with type 2 diabetes mellitus. No further information available.